Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A90480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, menorrhagia and cervicitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: trailing coils- 2-right, 3-left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: final diagnosis: uterus and cervix, hysterectomy (weight 84 gm.): cervix; acute and chronic cervicitis. Endometrium: proliferative phase endometrium. Myometrium: unremarkable. Fallopian tubes: no significant histopathologic changes. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. A90480), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pelvic pain female, menorrhagia and cervicitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: trailing coils: 2-right, 3-left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2019, final diagnosis: uterus and cervix, hysterectomy (weight 84 gm.), cervix: acute and chronic cervicitis, endometrium: proliferative phase endometrium, myometrium: unremarkable, fallopian tubes: no significant histopathologic changes. Lot number#: a90480, manufacturing date: 2013-01, expiration date: 2016-01. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020, quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.